Event description:
It was reported to medtronic minimed that the customer had crack in the battery compartment of the pump. The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was performed. Customer reported physical damage on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1781k was requested and customer response was the device returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. P-cap locked in place properly during testing. Unit was received with: battery cap contact damaged, scratched case, cracked case, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, label damage (faded), pillowing keypad overlay, and cracked lcd window. In summary, customer allegations for cosmetic damage were confirmed during visual inspection on the battery compartment such as crack battery tubes threads, cracked case-corner of belt clip rails, and cracked case (battery tube). In addition battery cap contact (missing contact post) was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.